Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4). (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that one of the power ports of a patient's controller was loose. The site reported that the event was associated with a low priority alarms with no visual display on the controller at the time. The site further reported that the event was not associated with any vad stop events. The controller was exchanged with no reported patient consequence.

Manufacturer narrative:
Other devices involved in this event: battery /(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). All batteries were evaluated by the manufacturer. It was reported that the controller had a loose power port connector and was alarming low priority alarms without displaying any text on the display. A controller and four batteries were returned for evaluation. A controller ac adapter was not returned. A review of the controller and controller ac adapter's manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the reported event by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller (con190793) contained the smr upgrade. Log file analysis revealed several power switching events due to momentary disconnections involving bat204874, bat204991, bat205047 and bat208447. Log file analysis also revealed power switching events due to communication errors involving bat205047 and bat204991. Logs also revealed several instances where the controller experienced momentary disconnections that did not lead to power switching involving the returned batteries (bat204874, bat204991, bat205047 and bat208447). Momentary disconnections will cause an audible tone that will not result in a visual alarm on the controller display. Failure analysis of the returned controller revealed that the controller passed functional testing but failed visual inspection due to a loose power port 1 connector. The reported low priority alarms could not be duplicated during testing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Based on the available information, the most likely root cause of the reported low priority alarm without a visual alarm can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation, investigating momentary disconnections. The manufacturer has opened an investigation with the supplier, investigating loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was provided which states that on (B)(6) 2016, the patient reported several power supply disruptions at the battery port due to the audible alarms. The patient then went to the outpatient clinic. The battery port was found loose and was able to be pulled out of the controller housing. The decision was made to exchange the controller preventatively due to risk of potential pump stop. However, the patient was doing well when this occurred as the second battery supplied the lvad with the required power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices added for this complaint. Batteries bat208447 catalog #1650de exp. Date: 09/30/2016 MFR date: 09/30/2015, bat205047 catalog #1650deexp. Date: 02/29/2016 MFR date: 02/29/2015, bat204991 catalog #1650de exp. Date: 02/29/2016 MFR date: 02/29/2015, bat204874 catalog #1650de exp. Date: 02/29/2016 MFR date: 02/29/2015. Batteries have not been returned to the manufacturer. Note: during preliminary evaluation, the log file review identified four batteries (bat204874, bat204991, bat205047, bat208447) that were associated with power switching events. A full investigation is in-process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.